Manufacturer narrative:
Graseby ms16a pump serial number (B)(4) received with a rate set as 55mm/hr. No damage was evident during visual inspection. Unable to complete testing to the current edition of the graseby ms16a syringe driver service final test specification procedure as the motor failed to run. Unit opened for further investigation and tests. No contamination found inside the unit. The board was removed for further investigation. Thorough testing of the board highlighted a fault with the motor/gearbox. The motor/gearbox was dismantled, reason for the driver failing to run became evident, a cog was found damaged inside the gearbox causing the actuator not to move when switched on. Reason for the damage is unknown. Summary reported fault confirmed, the syringe would not have been able to administer any drug due to a broken cog within the motor/gear box. Reason for the damage could not be confirmed and remains unknown. No adverse trends have been identified relating to the issue identified.

Event description:
It was reported by galway university hospital that the patient, (e.t.), had loaded the syringe into the pump, but could not get the syringe to move so that the medication could be administered into the patient. The graseby ms16a syringe driver was stuck on lock. The patient used the spare pump to administer the dose with no problems. No adverse health outcomes were reported in connection with this event.